Manufacturer narrative:
H3: product analysis #706059076: part # nav4680003, lot # em21h057 visual and optical inspection revealed the threaded tip of the inner inserter has broken and the connector end has been bent. The inner inserter appears to be broken at the laser weld pin. The damage to the connector end of the instrument appears to be from the at tachment/detachment process and the damage to the tip is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a manufacturer representative regarding a nav inserter having spinal therapy. It was reported that the device tightening/loosening component was turning but not releasing the cage itself. The device did not break or have components that broke off and found to have a loose tightening attachment. There was no patient involvement reported. There were no further complications reported regarding the event.